Event description:
The manufacturer received information alleging a ventilator service required code occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's detachable battery, system board, detachable battery harness, power supply needs to be replaced to address the issue. Customer is taking responsibility to correct/ repair the device.